Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019 during an open reduction internal fixation (orif) with suprapatellar instrumentation for external tibial nail (etn) implantation for a patient with diaphysis fracture with ao42a1c, the driving cap/ connector for insertion handle broke off. The broken piece of the driving cap/ connector remained inside the insertion handle which occurred during the last hit of the driving cap/ connector, thus, this has caused no problem in the process as the insertion of the unknown nail was already completed and the driving cap/ connector were not necessary anymore. There were no broken pieces left in the patient's body. The procedure was completed successfully, though, it is unknown how it was completed. There was no patient consequence reported to the patient. There was no surgical delay. Patient outcome is stable. Concomitant device reported: insertion handle ( part# 03.010.440, lot# unknown, quantity 1), unknown etn nail ( part# unknown, lot# unknown, quantity 1). This report is for one (1) driving cap. This is report 1 of 1 for complaint (B)(4).